Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance with the device is affected after the user fell of a swing and hit her head around (B)(6) 2021. Subsequently there was swelling over the implant site that was treated in the hospital. However, there was no swelling when the in situ measurements were performed. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device got suddenly affected after the user fell of a swing and hit her head around (B)(6) 2021.

Event description:
Reportedly, the hearing performance with the device is affected after the user fell of a swing and hit her head around (B)(6) 2021. Subsequently there was swelling over the implant site that was treated in the hospital. However, there was no swelling when the in situ measurements were performed. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.